Event description:
Pt called to report curlin pump issues. Pt's pump was just replaced and he had shipped back to (B)(6) the old pump; however, the new curlin pump is not functioning correctly. Clinician made several attempts to troubleshoot with pt over the phone, but the pump didn't work. Re-programmed the pump for infusing hyquvia, and even after re-programming the pump still didn't work. Obc to pt to f/u on pump issue. Pt was informed that we have to re-ship another curlin pump. Med supplies and ancillary supplies. Dose or amount: 75gm, frequency: q4 weeks, route: sq. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: d83.9.